Manufacturer narrative:
(B)(4). The date of the event onset and hospitalization was reported as both (B)(6) 2015, clarification was not reported. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics for approximately "five or six weeks" (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. On an unknown date, pd therapy was discontinued and the patient was switched to hemodialysis. At the time of this report, the patient is recovering. No additional information is available.